Event description:
The customer stated the architect analyzer generated (B)(6) result on a patient ((B)(6)). Specimens with results less than (B)(6) are considered (B)(6). Results provided: initial result ran on architect on (B)(6) 2013 = (B)(6). Pcr result at rt for (B)(6). Patient sample was then tested for (B)(6) by the siemens centaur xp and generated (B)(6) result. Hcv immunoblot test was performed and generated (B)(6) result. No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be provided when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79.

Manufacturer narrative:
Catalog # changed from 06c37-30 to 06c37-20; lot# changed from unknown to 22780li00. A review of complaint records for lot number 22780li00 did not identify any problems relating to the complaint observation. A review of labeling concluded that the complaint issue is sufficiently addressed. A retained reagent kit of architect anti-hcv reagent, list number 6c37-20, lot number 22780li00 was calibrated and all control values met specifications. Analytical sensitivity was evaluated with testing of ten replicates of two sensitivity panels (core only panel and ns3 only panel). The mean s/co of the sensitivity panel values met specifications and all generated results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The panel results were compared to architect anti-hcv test results provided by zeptometrix and they detected the same bleeds as (B)(4) with comparable s/co values for the seroconversion panels, thus showing that the sensitivity performance is not adversely affected. A review of manufacturing and testing records for lot 22780li00 did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Based on our investigation, we have determined that lot 22780li00 is currently meeting its safety, effectiveness, and label claims. Due to differences in assay formats and technologies, specimens that are not detected by one assay may be detected by another. As with all immunoassays, (B)(4) results cannot be excluded completely. The sensitivity specification outlined in the package insert indicates that such cases occur very infrequently. A non-reactive result does not exclude the possibility of exposure to (B)(4), since current methods for the detection of antibodies to (B)(4) may not detect all infected individuals. If the architect anti-hcv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result.